Event description:
It was reported that during engineering evaluation, it was discovered that the motor device ran while the safety was engaged (power broken). There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran while the safety was engaged (power broken). The assignable root cause was determined to be failure to follow directions for use and running the device in the safe or load position. This was further defined as user error, abuse, and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.